Event description:
The customer reported that the saline bag did not appear to have decreased in volume after rinseback during a therapeutic plasma exchange (tpe) procedure. The customer stated that the patient had a fistula and they had blood back-up into the saline bag after trying to administer a bolus. They changed the saline bag to a 1 liter bag of saline. The customer stated the blood in the tubing set was not dark red and it did appear to be slightly diluted. The patient was stable. The customer declined to provide the patient ID or age. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Investigation: the disposable set was returned for investigation. It was noted that the saline and ac lines had been heat sealed and both ac and saline bags were not returned. The set was checked for general mis-assemblies and none were found. It was confirmed that the residual blood in the channel and the tubing set was diluted as observed by the customer. This suggests that saline was in the system during rinseback. The customer also stated that blood backed up into the saline bag after bolus was complete. This suggests that they have chosen to give the bolus from the saline bag already connected to the saline line instead of spiking a saline bag on the replace line. Root cause: operator error, the system cannot monitor the volume of saline bolus given to a patient through the saline line. When the operator selected the bolus option, the system prompted the operator to connect the saline container to the replace line. When it did not detect any fluid flowing through the replace line, it generated an `out of replacement fluid' alert. Based on the rdf analysis, the operator selected the cancel bolus button once the bolus delivery was complete and inadvertently left the saline clamp open. This caused the blood to flow back up into the saline line and then in saline bag when the operator proceeded to rinseback. They replaced the saline bag with a 1 liter bag and resumed rinseback procedure. Spectra optia system uses 60 ml saline to rinseback the residual contents in the disposable set. This slight decrease in volume in a 1 liter bag may not be perceptible especially when the bag was suspended on the pole. The system did confirm that it performed as intended by returning the full 198 ml of residual blood to the patient.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the run data file was analyzed for this event. An `out of replacement fluid' alert occurred about a minute into the bolus, and then the operator canceled the bolus. During the last few minutes of the run, the system detected a couple more `out of replacement fluid' alerts and after the last one, the operator chose to enter rinseback. There were a couple of alerts earlier in the run that indicate the operator didn't clamp or open lines as directed by the system the first time, so that may indicate that the saline line may not have been clamped when it was supposed to be. The customer also stated that the blood in the tubing set appeared diluted, so this also supports that they may not have clamped the saline line after the bolus. The optia system isn't able to specifically confirm whether lines are clamped when directed. The system looks for the effects of line clamping and unclamping, but can't determine if the operator truly clamped or not as directed. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.